Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the power issue. The field service engineer checked power coming from ups. Plugged system directly into red protected outlet and system powered up. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system station not communicating and no power. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.